Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the device performed to specification. Review of the device activity logs did show occurrences of the customer's report. However, this does not confirm a device malfunction. The error messages shown indicate a fluctuating impedance, which could be caused by improper placement of the electrode pads to the simulator used. This could not be firmly established as the multi-function cable and the electrode pads used were not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.